Event description:
A report was received that a pt developed pain, redness, and swelling following implantation with op-1 implant and allograft in the right elbow. The pt was hospitalized and underwent revision surgery. The pt was discharged two days following the revision surgery. No sign of infection or tissue damage was noted.